Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The root cause for camera instrument cracked window distal is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or cause by improper cleaning during reprocessing. Additional observation not reported by site: the endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The root cause of camera instrument ¿ endoscope tip damage is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The root cause for functional test failed ¿ focus test¿artifacts is not determinable/applicable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. Fa plus: the endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The root cause of functional test failed payload tester is not determinable/applicable. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30 degree endoscope had lens cracked. It was unknown if fragments fell inside the patient. The procedure was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell inside the patient. Yes, the procedure was completed with endoscope. No patient injury.